Event description:
A physician reported a patient experienced tass syndrome the following day of a cataract surgery. The affected eye was the left one. The patient had no pain and his eye was white. Corticoids were used to treat the event and the patient was recovering. It is unknown which bss bag lot nr .was used. Additional information has been requested. This is one of four reports being filed for the same facility. This report is for the first patient and for the iol.

Manufacturer narrative:
Additional information provided. Evaluation summary: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause.

Event description:
Additional information provided by a company representative clarified that the system was not a suspect. According to the hospital staff, a failure in the cleaning and plasma gas may have contributed to the event. However, the facility wanted to confirm that the surgical solution and the intraocular lens had no issues in their manufacturing process. The patient was recovering.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested. The manufacturer internal reference number is: (B)(4).